Event description:
It was reported that the patient presented for follow-up. Noise was observed on the lead. At device change-out for eol, externalized conductors were noted via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.